Event description:
It was reported when turned on and tested, the cs300 intra-aortic balloon pump (iabp) unit had an automatic inflation error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional information: event site postal code: 300051. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported auto-inflation fault when booting. On-site inspection of equipment and fault code records in the hospital to confirm the fault reported by the customer. The security disk was replaced. The equipment has passed the pre-use inspection. Performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety tests per factory specifications. The iabp was then delivered to the customer for clinical use.